Manufacturer narrative:
(B)(4).

Event description:
Poorer vision one month post op was reported. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.